Event description:
The manufacturer received a report concerning an allegation of a burning smell on a simplygo device. After evaluating the device, it was determined that the device had a burned pca. The third-party service center could not complete the investigation, so the device will be sent to the manufacturer's product investigation laboratory for further examination. If any additional information becomes available, a follow-up report will be submitted.